Event description:
It was reported that the patient presented for an implant procedure. During the implant of the right atrial lead, the physician noted a drop in blood pressure due to pericardial effusion. The pericardial effusion was noted in an echocardiograph. The pericardial effusion was tapped and drained. The lead was removed. The patient was in stable condition.

Manufacturer narrative:
The reported events were unable to implant and pericardial effusion. Final analysis found that a complete lead with a stylet was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning, the helix could be retracted and extended when torque applied to connector pin. The tip stiffness test was performed, and the result was within product specification.